Event description:
The customer reported that insulin from the reservoir leaks and it happens for the past six months. The caller stated that the reservoir compartment smells to insulin and the reservoir compartment was wet. The blood glucose reading was 212mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.